Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic assisted left colon resection, the device tore at the iris seal when being prepared for use. Another device was then used to proceed and complete the procedure. There was no pt consequence reported. No additional info has been provided.